Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A cine was received and reviewed by an abbott vascular clinical specialist, who confirmed the unsuccessful attempts to deliver the graftmaster to the site of coronary perforation were documented on the cines provided. In this case, it is likely the device interacted with the mildly tortuous, heavily calcified lesion during advancement resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device likely contributed to the noted proximal stent damage, thus causing the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 2.8x19mm and 4.0x19mm graftmasters and 3.0x18mm xience sierra devices are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and heavily calcified de novo lesion in the proximal left anterior descending artery (lad). A 2.75x33mm xience sierra stent was deployed in the mid lad and a 2.5x28mm xience sierra stent was deployed in the mid to proximal lad. A 3.0x18mm xience sierra stent was deployed in the proximal lad and post-dilatation with a non-complaint unspecified balloon catheter was performed; however, a perforation occurred. A 2.8x19mm graftmaster covered stent system failed to cross due to the anatomy. A 3.5x19mm graftmaster covered stent system failed to cross due to the anatomy and the proximal shaft separated. The separated shaft portion was outside the anatomy and was simply removed. A 4.0x19mm graftmaster covered stent system also failed to cross due to the anatomy. The perforation could not be sealed; therefore, the patient was sent to operation and the perforation was successfully closed surgically. The patient was stable after surgery. No additional information was provided.